Event description:
Radiometer complaint reference: (B)(4) according to the complaint the customer experienced approximately 10-12 samples being aborted on their abl800 basic analyzer (serial no; (B)(6) on (B)(6) 2026.